Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure for implantable pacing lead (ipl) the stylet has jammed inside the lead. The ipl was exchanged for a different lead. No patient complications have been reported as a result of this event.